Manufacturer narrative:
Troubleshooting was conducted with the customer, including cleaning the pump and reassembling the pumping kit. Troubleshooting did not resolve the issue and the customer was sent a replacement breast pump. In follow up with the customer on (B)(6) 2017, she confirmed that that she had mastitis three times and was treated with an antibiotic, to which she had an allergic reaction. A second antibiotic was prescribed, which resolved the mastitis.  She indicated that the replacement pump was working without issue and she currently has no symptoms of mastitis.  During the product evaluation on (B)(6) 2017, a visual examination found a damaged backplate mounting post; however, despite this, the device passed vacuum testing when using a lab pumping kit (the customer did not return her pumping kit).  As a result, the cause of the customer's issue could not be determined.  Refer to attached product evaluation. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style breast pump wasn't working properly and was losing suction during pumping sessions. She indicated that she had only been using the pump since the end of (B)(6) 2017. She followed instructions on medela's website for taking the pump apart and cleaning it, which helped back in july when she had issues, but hasn't helped since. She exclusively pumps and has had mastitis three times in the last six weeks.